Event description:
New information noted the atrial lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited noise and high capture thresholds. No changes or interventions were reported. There were no patient consequences.